Event description:
As reported to coloplast though not verified, patient was implanted with the product on or about (B)(6) 2010. Later patient experienced mental and physical pain, sustainable permanent injury, autoimmune disorders and has endured impaired physical relations.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.